Event description:
It was reported that approximately 47 months post-implant of a bifurcated device and an infrarenal aortic extension, the patient presented in the emergency room with abdominal pain. A computed tomography scan revealed a type iii endoleak between the aortic extension and bifurcated device and a contained rupture. The patient was treated with a competitor¿s stent graft to address the rupture. Reportedly, during the procedure the physician noted a bilateral distal type I endoleak of a bifurcated device (MFR # 2031527-2013-00236) . The patient was treated with a competitor¿s stent graft in both the right and left iliac arteries, which successfully corrected the endoleaks. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and a still image were provided and reviewed by a clinical representative. Based on the review, likely was caused or contributed by aortic vessel tortuosity, ectasia of the aorta, and inertial forces. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.